Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown) during pt transport, when suddendly the device screen went blank, except for a green dot displayed on the screen. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.

Event description:
Complainant alleged that during the clinician's routine shift check of the device, it shut down after ten (10) minutes of operation. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.